Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the dirty forceps elevator is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The most probable cause of the missing and peeling glue is likely due to stress of repeated use, external factors, or handling; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dirty forceps elevator (l-arm), missing glue of the light guide lens and peeling glue of the objective lens. There was no patient involvement.